Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that:the investigation has shown that the handle of the screwdriver is broken apart as complained. The review of the production histories revealed that this screwdriver was manufactured in the year 2001 according to the specifications. No manufacturing related issues that would have contributed to this complaint were found. This instrument is more than 14 years old; long term use in connection with high temperature cycles during sterilisation processes do support the wear out of canevasit. We therefore determine this occurrence as wear after frequent use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. (B)(6). Manufacturing location: (B)(4). Manufacturing date: 10january2001. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the handle broke during surgery. The surgery was prolonged about ten (10) minutes for washing out all pieces. All broken off pieces were removed from the patient. Patient is reportedly okay. This is report 1 of 1 for (B)(4).